Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during set up for a surgical procedure, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicates that an increase in lasermark depth may result in the weakest point of the blade relocating to the lasermark. The analysis carried out also successfully replicated the fracture and its characteristics. This would suggest that the blade was used in a bending or prying manner which resulted in the fracture observed on the returned blade. The IFU 's of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity".

Event description:
It was reported that during set up for a surgical procedure, the blade broke. It was also reported there were no delays and no adverse consequences as a result of this event.